Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-17214), was submitted on 08-dec-2025. However, based on the description the patient experienced pump issue as the pump was replaced and customer was advised to discontinue the pump and there is no adverse event related to the infusion set. So, the case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced hypoglycemia event and got hospitalized on (B)(6) 2025. The blood glucose level was 2.8mmol/l at the time of event and the patient got treated with insulin pen and pump. The patient has not been released from the hospital. No further information available.